Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Failure analysis of the batteries revealed that the batteries passed visual inspection. Functional testing of these batteries revealed that the batteries were unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. No anomalies were observed with the battery gas gauge lights. As a result, the reported not charging event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Concomitant medical products: 694765 lead, implanted on (B)(6) 2008. Dvbc3d1 defibrillator, implanted on (B)(6) 2017. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 2019-02-28, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-09-25. Device evaluated by MFR: yes. Mfg date: 2018-02-05. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 2019-02-28, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-09-25. Device evaluated by MFR: yes. Mfg date: 2018-02-05. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 2019-02-28, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-09-25. Device evaluated by MFR: yes. Mfg date: 2018-02-05. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) batteries were returned to the manufacturer because they would not fully charge and the battery capacity display lights would not turn green. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.